Event description:
It was reported that tibial bone pin got stuck in prong of tissue protector. Could not remove with mallet and it was removed with another pin driver but pin broke while being stuck in tissue protector. Delay of less than 30 minutes reported and no injuries involved.